Event description:
Infusion set leaked causing elevated blood glucose (421 mg/dl). Pt indicated that he observed the elevated blood glucose and attempted to admin a bolus when he noticed that his shirt was wet. Pt indicated that the thought the leakage was where the needle and pad met. Pt indicated that he replaced the infusion set and admin a bolus to reduce his blood glucose level. Pt did not report receiving any med assistance to address this issue. Pt not returning product.